Manufacturer narrative:
Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range and an obstruction was removed and insulin delivery was resumed. Customer's blood glucose ranged from 180-181 mg/dl.